Manufacturer narrative:
Patient information is unknown. Additional procode: hwc. Lot number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the sales consultant was checking a 3.5 lcp distal fibula tray to prepare for a case. He found that a left ankle plate and two (2) screws were missing. The hospital contact reported to him that on (B)(6) 2018, a patient was implanted with the missing left ankle plate on the right ankle. An x-ray was shown to the sales consultant to confirm that it was the device that was missing. Sales consultant has no copy of the x-ray. The procedure was completed. Patient's status is unknown. Concomitant devices: 2.7 mm locking screw self-tapping with t8 stardrive recess 10 mm (part: 202.210, lot: unknown, quantity: 2). This report is for a 2.7 mm/3.5 mm locking compression plate (lcp) lateral distal fibula plate 3-hole/left/73 mm. This is report 1 of 1 for (B)(4).